Event description:
It was reported that the patient passed away due to a bilateral cerebral vascular accident (cva). Additional information revealed the patient had an immediate post-operative course complicated by acute blood loss anemia, low flow, hypotension, and cardiogenic shock. The patient had an abrupt change in neurological status on (B)(6) 2021 and would not respond to verbal commands but would to tactile stimuli. The patient had no purposeful movements. Treatment included continuation of anticoagulants, intubation and hemodynamic support. The patient's pump speed remained unchanged from the speed set in the operating room. The patient also had dialysis for uremia. The device operated as expected. There were low flow events that corresponded with high mean arterial pressures (maps). The device was not removed from the patient; therefore, it will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6b: explant date was inadvertently added in initial report. The device was no explanted from the patient after death. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established. The device was not removed and will not be returned for evaluation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists stroke, hypertension, renal dysfunction, and death as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.